Manufacturer narrative:
Submit date: 03/09/2017. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the catheter became infected and surgery was scheduled for its removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirmation of a root cause for the event. However the design failure mode and effect analysis (dfmea) was reviewed in order to identify the possible causes for the failure, infection. Some of the potential causes were identified in the dfmea as: improper packaging, package damage during handling in manufacturing, package damage during handling at the customer¿s site, user error, leakages, untrained personnel attempts to reuse, improper handling techniques during placement, or improper aseptic techniques used during handling. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened and updated accordingly if the product sample is returned or if additional information becomes available. The swan neck pd manufacturing process was reviewed. Tubing is a purchased component accepted after an incoming sampling inspection per procedure. The catheter is assembled manually, according to the formula sheet. A 100% visual inspection for nicks, cuts or blemishes that do not meet drawing specifications takes place at the finale stage of production as per manufacturing procedure. Latterly, quality sampling inspections are performed. In addition, this catheter is subject to a sterilization cycle. The evidence provided is not enough to relate this event to the manufacturing operations, since the product sample was not returned for evaluation. Additionally, there are a number of alternatives on the field like exposure to contaminating agents, or manipulation per se that may cause the reported infection. Instructions for use (IFU) indicate that infection is considered as a potential late complication, inherent to this medical procedures and therefore it is not necessarily related with the device¿s performance. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter became infected and surgery was scheduled for its removal.